Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. Alert 41 low internal flow was present. Mixing pump was replaced. The device underwent and passed testing after all repairs. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is not an out-of-box failure. No additional actions are needed. Corrections: d, f, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they noticed that the arctic sun device was cooling more slowly than it should, it took 25 minutes to reach 6°c and emptied and refilled the tank, and there might have been a little excess water. Per review of wo on 10sep2025, there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they noticed that the arctic sun device was cooling more slowly than it should, it took 25 minutes to reach 6°c and emptied and refilled the tank, and there might have been a little excess water. Per review of wo on (B)(6) 2025, there was no patient involvement.